Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the phenomena occurred to wear and tear due to the age of the investigated device as well as excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to foreign matter adhering to the objective lens causing image defects. In addition to the reportable malfunction documented in b5, the additional device evaluation findings are as follows: the outer tube was bent, the lighting was poor due to a broken light guide, and the product name on the ring was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus ureteroscope had a black blur in the center of the screen. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the gold-plated section of the outer tube was damaged. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.